Event description:
Customer's mother reported cosmetic damage to the insulin pump. The blood glucose reading have been off. Caller stated that her daughter was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was in the 500 range. Hospital brought the blood glucose level down. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.